Event description:
At the start of a procedure, the error message "check all connections" was displayed. The system was power cycled but the amplifier would not connect and the issue could not be resolved. The patient was on the procedure table when the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.